Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reported contacted animas alleging that the patient's blood glucose reading was as high as 480 mg/dl which resulted in hospitalization for dka, chest pain, and dehydration. Reportedly, the patient was treated with intravenous insulin. The reporter alleged that the pump had an intermittent power issue. Trouble shooting confirmed power reboots in the history but that when a new battery was inserted, power was restored. There was no evidence of replace battery alarms. There was evidence of the date resetting to default date after reboot but no indication that the patient did not reset the date correctly after reboot, as expected. Trouble shooting also revealed multiple suspend pump messages in the history; the reporter stated that the patient suspended the pump to prevent hypoglycemia. Finally, trouble shooting showed that the patient was replacing infusion sets every 4 - 5 days rather than the recommended 2 - 3 days. This complaint is being reported because the patient experienced hyperglycemia and dka in association with an intermittent power issue. Use error (delayed replacement of infusion sets) may have been a contributing factor.